Manufacturer narrative:
(B)(6). For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, the bd plastipak¿ 20 ml syringe package was not sealed correctly exposing the sterile contents inside.

Manufacturer narrative:
Investigation; summary: it has been received 1 unused sample of 20ll lot 1701226p. On visual inspection of the sample received, it can be observed the blister is open at the tip side. There is not sealing cord at this side. It can be observed too that the paper of the blister has the ink mark of end-paper-roll. DHR of lot 1701226p has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced due to any failure in the advance of the film and paper of the packing machine, causing the blister was wrongly cut (before the sealing cord) in one extreme and resulting open. Since no incidence has been detected during manufacturing process, the root cause of this failure cannot be determined. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. In addition, sealing resistance test is performed with six blisters (one per cavity) at the beginning, in the middle and at the end of the manufacturing process per lot, according to procedures. During manufacturing process of this lot no sealing defect was found. A definitive root cause cannot be determined however the incidence has been reported to area manager. Investigation: defect: blisters cut by the tips (seal defect). It has been received 1 unused sample of 20ll lot 1701226p. On visual inspection of the sample received, it can be observed the blister is open at the tip side. There is not sealing cord at this side. It can be observed too that the paper of the blister has the ink mark of end-paper-roll. DHR of lot 1701226p has been reviewed not finding any annotation or deviation regarding the alleged defect. This defect has been produced due to any failure in the advance of the film and paper of the packing machine, causing the blister was wrongly cut (before the sealing cord) in one extreme and resulting open. Since no incidence has been detected during manufacturing process, the root cause of this failure cannot be determined. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-301, jg-302, jg-303 and jg-304). Process visual inspection: printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging : 1 shelf-package per pallet. In addition, sealing resistance test is performed with six blisters (one per cavity) at the beginning, in the middle and at the end of the manufacturing process per lot, according to procedures pc-001 and jg-500.during manufacturing process of this lot no sealing defect was found. A definitive root cause cannot be determined however the incidence has been reported to area manager. Root cause: a definitive root cause cannot be determined.